Event description:
The customer reported this right atrial transvenous lead was surgically capped due to high pacing thresholds. Another ra lead was successfully implanted. No adverse pt symptoms were reported. The device was actively implanted for approximately 3 years, 5 months.

Manufacturer narrative:
The lead was surgically capped, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. A right atrial lead was successfully replaced, no adverse pt symptoms were reported. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.